Event description:
It was reported that the detergent in the endoscope reprocessor was diluted and cleaning may have been inadequate. It was unknown how long the diluted detergent was used. There were no reports of patient harm or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d4 - primary UDI number, d4 - unique device identifier (UDI) #1, h2, h4, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, it is possible that there was difference of recognition on device handling between the user and olympus recommendation. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.